Manufacturer narrative:
H3: device was not returned for root cause analysis. No previous repair was reported within the last 12 months. No event history log provided. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Customer reported that the pump alarming no disposable pump will not run. Unable to confirm complaint as no device was returned for evaluation.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, pump will not run. Per reporter, they had already clamped tubing, powered off and removed cassette twice, massaged tubing and tapped cassette each time, and attempted to restart but the alarm persisted. Pump currently reads stopped and was double beeping. Resolution volume 44.1 ml, rate 2.8 ml/hour. Given 83.65 ml. Per reporter this event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.